Manufacturer narrative:
The device was not returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown.

Event description:
It was reported by the patient that the 63b electrodes are irritating her skin. The patient reported she wears the electrodes on her neck. She stated that her skin was red and extremely itchy with welts on her neck. The patient reported that she did not notice any blisters or swelling on her neck. The patient stated that the irritation was only under the electrodes. The patient stated that she changed electrodes every day and rotated the position as best as she could. The patient does have sensitive skin as well as other allergies, but she does not have seasonal allergies. The patient reported only using soap and water to clean the area. The patient does not take blood pressure medication and she has not changed any topical products. The patient later spoke to their doctor regarding the irritation. The doctor told her to discontinue using the product as she experienced irritation with the 72r and 63b electrodes. The patient stated that nothing was prescribed by the doctor, but she did use hydrocortisone on the irritated area. When asked if she would like to return the product, she said that she will may try using it again in another month.